Event description:
Complainant alleged that during a routine shift check by a clinician the device displays 150 joules on the monitor screen when attempting 200 joules self test. The customer's biomedical department measured the discharge energy output at 150 joules when device was set to 300 joules. The complainant indicated that there was no pt involvement in the reported failure.